Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) controller was experiencing low flow alarms. There was no reported patient injury related to this event. The controller was taken out of use and a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the controller passed both visual inspection and functional testing. Analysis of the controller logs revealed one low flow event on the event date but the low flow events stopped when the controller was exchanged. The root cause for the reported event cannot be conclusively determined as no failure could be detected for the device, however it is possible that there could have been an obstruction leading to the low flow condition the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately four and a half months post implantation, the patient called the vad coordinator to report multiple low flow alarms. Flows persistently read 0.9-1.0 l/min; patient presented to emergency room per instruction from vad coordinator. Flows did not change despite treatment. The decision was made to change to the patient's back-up controller and all parameters returned to normal. The patient was kept overnight for observation and was reported to be asymptomatic during the event. There was no patient injury as a result of this event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product is in route.